Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years, 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented with elevated lactate dehydrogenase levels and hematuria on (B)(6) 2015. Thrombosis was suspected and the patient was treated with heparin gtt. An echocardiogram and CT scan were inconclusive for the cause of thrombus. An obstruction or ingrowth over the inflow conduit was suspected by the surgeon. The patient's total bilirubin and creatinine levels began to rise and a decision was made to explant the pump via thoracotomy on (B)(6) 2015, keeping the outflow graft and sewing ring in place. Another manufacturer's device was inserted into the existing cored site and anastomosed to the lvad outflow graft to minimize incisions and the need for a sternotomy. The patient was extubated the next day and was reportedly in stable condition.

Manufacturer narrative:
The evaluation of the returned pump revealed the presence of deposition; however, the observed depositions could not be conclusively correlated to the reported event of hemolysis. Upon disassembly of the pump, a small, white tissue-like deposition was observed in the proximal-side of the outlet stator situated adjacent to the outlet bearing ball and on one stator blade. The deposition lacked denaturing and lamination, and was not adhered to the bearing ball or stator blade. The lack of laminated layering indicated that the deposition did not initially form in the outlet stator; however, the origin of the deposition could not be conclusively determined. The absence of both denaturation on the deposition as well as contact marks on the outlet portion of the rotor and the outlet bearing cup suggested that the deposition was not present while the pump was supporting the patient. Although a duration for which the deposition was present in the pump could not be conclusively determined, its size and structure suggested that it was unlikely to have contributed to a functional issue. In addition, a thin layer of white tissue ingrowth was observed surrounding the proximal edge of the inlet tube. The tissue was minimally obstructive to the blood flow pathway and did not appear to have affected blood flow through the rest of the inflow conduit, indicating that it was unlikely to have contributed to a functional issue. A specific cause for the development of the observed depositions in the returned device could not be conclusively determined through this evaluation. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the percutaneous lead did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process, and the pump operated as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there is no relevant past medical history that would have led up to the patient thrombosing the pump. The patient had a therapeutic inr of 2.9 on admission.